Event description:
On (B)(6) 2009, the pt reported that sometimes his insulin infusion sets will fall off his body when he perspires at the gym. He stated this happened some time ago and he does not still have the infusion set. No blood glucose concerns related to this issue were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. No product will be returned for eval.

Manufacturer narrative:
No product will be returned for eval.